Manufacturer narrative:
The 961673 sig fem adpt torque wrench and (1) 960781 sigma fem adapter 5 degree associated with this report was not returned. A complaint database search found additional reported incidents of the adapter becoming stuck on the torque wrench. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The peek disc is sandwiched between the adapter socket and the torx knob. Then the knob and socket are held together with a cross pin and the seam at the interface of knob and socket is welded. The cross pins are also welded to the socket after insertion. The peek disc ensures the torque wrench bottoms out on the distal face of the femoral adapter implant (on peek disc) and does not rest on implant¿s metallic surface, hence avoiding metal to metal contact. The investigation could not draw any conclusions about the reported event without the devices to examine. The reported sig fem adpt torque wrench was manufactured prior to the implementation of (B)(4). The investigation could not draw any conclusions about the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle and the adapter became cross threaded.